Event description:
The device was used during a laparoscopic cholescystectomy. It was reported by the rep. There was gas leakage because of dropping silicon ring of flapper bulb. The ring was retrieved from the abdomen and a new trocar was used without difficulty. There was no consequence to the pt.